Event description:
Return reason: malfunction. Analysis determined: investigation found a 0.50mm tear directly below distal adhesive band of balloon; origin unknown. No manufacturing defects were found. Unit was used in vivo. This was not determined unitl analysis was completed. No further information is available on the pt's status. Corrective action taken: the corrective action is that bbnj is continuously working to improve its balloon latex to lesson balloon tears. Each balloon is 100% inspected, inflated and deflated prior to packaging and final release. Inspection processes have been updated and are continually being evaluated for improvements. Both the frequency and severity of this type of incident will be closely monitored to determined if further remedial action is necessary.